Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.5/081 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to excessive vault and angle closure (with elevated iop).

Manufacturer narrative:
(B)(4). Device evaluations lens returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens having foreign material on lens surface (fibers). (B)(4).